Manufacturer narrative:
Weight & ethnicity: unknown, not provided. If implanted, give date: unknown/not provided. If explanted, give date: unknown/not provided. Telephone number: (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the post-op refractive results of a patient with two eyhance intraocular lenses (iols) are not at all as expected: on the 1st eye the surgeon aimed for emmetropia and he got -2.75, and on the 2nd he looked for -1.50 and got -5.50. The iols should be explanted shortly. Through follow up we learned that one lens dib00i0270 right eye was explanted, but for lens in the lens left eye it is unknown if the lens will be explant or not. The issue was due not to the product but to the anatomy of the eye, that the lens move , that vitreous was found in the anterior chamber, that plateauiris was diagnosed, that the calculation review that they did was correct. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: 4/28/2021 section h3. Device evaluated to manufacturer? Yes device evaluation: the only the lens of preloaded unit was returned for evaluation. The lens not was returned in the original packaging. A visual inspection using magnification of the returned sample shows scarce amount of viscoelastic material and material that looks like body fluids were observed on lens returned. One of the haptic was observed at folded position. No damaged was observed to the other haptic. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was explanted. The complaint issue reported is related to eye anatomy, manufacturing record evaluation: the manufacturing and historical records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted